Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial component contained the wrong screw. Another tibial component was opened to get the screw to complete the surgery.

Manufacturer narrative:
Evaluation summary: two screws and the tibial plate were returned with the complaint for review. Examination of the screws revealed that one screw was correct and the other was a femoral augment screw. This device was manufactured prior to previous corrective actions put in place to mitigate this type of non-conformance. The device history records were reviewed and found to be conforming; indicating the devices were manufactured, inspected and packaged to specifications.